Event description:
Event description cpi received information that this implantable pulse generator (ipg) had reached end of life (eol) and was explanted. Cpi analysis found that the ipg did not meet expected longevity.